Event description:
Overinfusion of fentanyl, which free-flowed into the patient. The patient was given narcan. The pump was set in the pca mode, with bolus only: 20 ug dose, 20ug/ml. The whole bag emptied. Upon inspection by clinical engineering, it was found that one tab which holds the platen spring down was missing. The clinical engineer was able to intermittently duplicate free-flow on this pump.